Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient only had one valve explanted, not two. This manufacturer report originally represented a second valve of the patient, whereas the other valve was captured in manufacturer report #2021898-2017-00327. Please reference this report for information regarding the issues experienced with their explanted valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient only had one valve explanted, not two. This manufacturer report originally represented a second valve of the patient, whereas the other valve was captured in manufacturer report #2021898-2017-00327. Please reference this report for information regarding the issues experienced with their explanted valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient developed an infection. According to the report, the valve was replaced. Reportedly, the patient's status was alive-no injury.